Event description:
It was reported that the patient presented remotely via merlin.net transmission. Remote transmissions revealed the patient's implantable cardiac monitor was undersensing. Programming change recommendations were provided to the clinic to resolve the issue. The clinic will continue to monitor the patient and no intervention performed was reported. The patient was in stable condition.